Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0138 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient had a single-lumen PICC catheter implanted in the vein of his right upper limb on (B)(6) 2020. On (B)(6) the patient's PICC catheter had a rupture at the tail end, which was suspected to be caused by the patient's daily use. The catheter was then trimmed in the clinic. After returning home to continue using it, on (B)(6) the patient's catheter had a rupture at the end. He immediately came to the hospital and was strongly dissatisfied. After being comforted by the hospital, he was emotionally stable. In the outpatient clinic, he cut off the end 1.5cm with sterile scissors and replaced the connector. The doctor ordered 0.9% sodium chloride to rinse, 30mg dexamethasone injection to rinse the skin around the PICC puncture point, bandaged with elastic bandage, chest x-ray positioning of the patient showed that the tip of the catheter was at the level of the sixth thoracic vertebrae, no redness and swelling were observed, and the skin temperature was normal it is recommended to continue using the catheter and change the dressing to the patient.